Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01430.

Event description:
During a procedure of gynecology, the subject device was used. It was reported that the ptfe pad of the device was damaged and probe damage error occurred about an hour after starting use. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received the subject device for evaluation. As a result of evaluation of omsc on october 26, 2016, omsc confirmed that the ptfe pad of it was separated and the coating of grasping section was partially missing. And it was not reported that the fragment of the coating fell into the patient. This MDR is regarding the missing of the coating.